Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2012. During the procedure, the device was primed without problem. The device was inserted into the patient and after starting, a pressure loss occurred and the machine shut down. The device was removed and a hole was noted in the balloon. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device had a hole in the balloon. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.